Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the scheduled emergency treatment was successfully completed as planned, despite the presence of line artifacts in the live image. Although the artifacts were distracting, they did not hinder the continuation of the procedure. As a result, there was no direct danger to the patient, and no harm was reported to philips. A philips field service engineer (fse) visited on-site and confirmed that the system was displaying live image artifacts and there were many lines and failures in the live image. Upon troubleshooting, fse found that the issue was due to failure in the fdc (flat detector controller) fire x board. To resolve the issue, the fse replaced the fdc (flat detector controller) fire x board. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the live image failed due to presence of image artifacts, stopping the procedure. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.